Manufacturer narrative:
The insulin pump had a compromised force sensor alarm during prime/compromised force sensor test at 4 lbs due to loose/protruded drive support disk. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker, missing drive support sticker, stained back address label, cracked lcd window and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin continues to drip after letting go of the act button or insulin squirting out. The customer's blood glucose was unknown. The drive support cap was normal. The insulin pump will be returned for analysis.